Event description:
A report was received the USA stated an 840 ventilator experienced a blank screen. Although requested, pt involvement is unk at this time.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. (B)(4).